Event description:
It was reported that this implantable cardioverter defibrillator (I-cd) battery longevity had decreased from 2.5 years to three months in approximately one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (I-cd) battery longevity had decreased from 2.5 years to three months in approximately one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned cognis-teligen was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (I-cd) battery longevity had decreased from 2.5 years to three months in approximately one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.